Event description:
The dentist reported that 2 weeks after the implant in tooth site # 6 was placed, the patient presented with infection, swelling and bone loss. The implant became mobile and was removed.

Manufacturer narrative:
The complaint investigator's visual inspection found that the cover screw was still placed. No anomalies or defects were observed. Implant sterilization is verified prior to product release and no nc's/ CAPA or rework activities were found for this lot that would cause or contribute to the condition reported. The cause for this even cannot be determined. (B)(4).